Manufacturer narrative:
A ge service rep performed an on-site investigation. The 3v cr2032 battery was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is not report of pt injury.